Manufacturer narrative:
Review of the device history records did not identify any manufacturing or processing related irregularities. The invictus set screw was found to be properly manufactured and released in accordance with design specifications. An evaluation of the returned construct found that it's appears likely that the rod was never fully seated within the s1 polyaxial screws. The wear marking on the polyaxial screws bushing, rod slot & set screws indicate the polyaxial screws were thought to haven been at max angulation in the medial direction, the rod was not completely reduced and never full seated allowing the s1 set screw to back out of position.

Event description:
Revision surgery was conducted on (B)(6) 2020 to remove an invictus spinal fixation construct. Post-op x-rays revealed the set screw at the s1 had backed out of position. The invictus spinal fixation system was implanted on (B)(6) 2019.